Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that from the beginning of 2026 the medtronic ins began not to charge, consequently the patient proceeded to contact your ¿green nr¿, who promptly sent them new charger twice, but this didn't solve the problem. Not allowing a normal loading of the same, it seemed that the ins loses connection. They also added 2 1.5 batteries that they could insert into the magazine, but once this was done, the screen comes out with the words: insert the medtronic battery. The patient was practically forced to load themselves to carry out continuous operations that consisted of open the box, replace the battery and start the boot process again. Then after a few minutes do the same operation again. It was a real big problem as they suffer from severe pain that they had attenuated with the device. The patient asked for a technician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.